Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk noted. The insulin pump passed pump self test, off no power test, a21 error test, displacement test and rewind test. The operating currents were in specifications. The insulin pump was received with minor scratches on the lcd window, partially broken off reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, cracked belt clip slot, stained address serial number label and stained keypad overlay. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 327 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.